Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was explanted and exchanged with an company lens in the secondary implant procedure. Additional information was received by stating, the iol was explanted due to glistening.

Manufacturer narrative:
The lens was returned partially submerged in clear liquid inside a small plastic specimen jar. The lens was removed and allowed to air-dry prior to evaluation. The optic was cut beginning at the edge and travelling beyond the optic center, typical in appearance to an insertion and removal. The optic edge was also torn in a small area near the cut line. The anterior optic surface has a linear scratch mark near the optic center. A small area of the optic edge was scraped with the optic material folded backward onto the anterior optic surface. Light scratches were observed on the anterior optic surface. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. It is unknown if qualified associated products were used. The root cause for the reported complaint of glistening, blurry vision, explant, cannot be determined. The lens was returned with evidence of damage typical in appearance to an insertion and removal. Multiple areas of additional damage were observed. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The multifocal toric company lens (1.50 cyl) 21.0 diopter lens was removed and replaced with a company lens multifocal non-toric company lens pro 19.0 diopter lens. Due to the exchange from a toric multifocal lens to a non-toric multifocal lens and the 2 diopters less in power for the replacement lens, this would suggest that the replacement lens model and diopter was a better selection for this patient's vision needs. The lens model and diopter selection is made by the surgeon based on patient's eye anatomy, visual testing and desired visual outcome. Information was provided in the file that the original lens implant procedure was conducted by a surgeon in florida. The patient sought out a different surgeon for a consult and ultimately the explant/lens exchange. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).